Event description:
Two of the temporary fixation puns used for the tracking references on the tibia broke at their tips. The breakage was noted when they were being removed at the end of a knee replacement surgery. The broken tips were removed from the tibia with a hollow mill. The surgery was completed without any further effects.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. The components' manufacturing history did not indicate any deviations or other potential anomalies. The failure is consistent with excessive stresses and is a known failure mode. The risk related to the tip remaining lodged in the bone are minimal given that the subject pins are made of implantable stainless steel in accordance with skeletal pin standards (implants for surgery - skeletal pins and wires, and astm standard specification for fixation pins and wires). Design specifications changes were implemented to increase the strength of the pins and minimize the likelihood of the subject fracture failure mode.